Event description:
It was reported that while running bd bactec¿ mgit¿ 960 system 2 false positives were obtained. There was no report of confirmatory testing or patient impact. The following information was provided by the initial reporter, translated from japanese to english: two false positives occurred in stage b. The second time, the positive lamp did not light.

Manufacturer narrative:
Investigation summary: this complaint alleges false positive results on a mgit 960 instrument (p/n 445870, s/n (B)(6). The customer called in to report false positive results. A field service engineer (fse) arrived onsite and found the instrument in working order. The fse checked the operating status of the device with diag software, he found the voltage, optical reading, motor operation to all be operating normally. The fse replaced the detector board as a precaution. No samples or parts were returned for this complaint and thus, returned sample analysis cannot be completed. Review of device history record for instrument serial number, (B)(6) is not required because this complaint does not allege an early life failure or failure at installation and has changed configuration since release from manufacturing due to service repairs/pms. Device was installed on (B)(6) 2017. Service history review was performed for the instrument (B)(6) and no additional work orders were observed for the complaint failure mode reported. Root cause cannot be determined at this time. This is an unconfirmed failure of a bd product complaint history for results was reviewed for the month of october. The upper control limit was not breached, and trends were not identified associated with this defect.

Manufacturer narrative:
Medical device expiration date: na. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that while running bd bactec¿ mgit¿ 960 system 2 false positives were obtained. There was no report of confirmatory testing or patient impact. The following information was provided by the initial reporter, translated from (B)(6) to english: two false positives occurred in stage b. The second time, the positive lamp did not light.